Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that doctor took out the implant and put it on the right side and they turned it up but they told them that it would hurt a little to see how dead it was the battery. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the device didn't work further clarifying it as the battery started to die down and depleted very fast in which patient didn't know why. Patient stated they had the device for a year and was at 3, and it was supposed to last 5 years. Patient reported waking up in feces and there was no warning when they had to go to the bathroom clarifying it as when they would be walking, they wouldn't know they were going to the bathroom until they felt a wet burning sensation between their rectum and front part. Patient also reported that they fell straight down on their butt/tailbone and weighing (B)(6) lbs, it jarred the box and caused pain. Patient stated that when they sat down, the device pushed up and when they sat back the device pushed in. They were in the hospital back and forth 2-4 times during that month and had xrays done with results showing that the device looked fine but that the box was jarred. When their stimulation was turned up, patient was jolted leaving that appointment dragging their leg. No further complications were reported.